Manufacturer narrative:
Reporter is a synthes employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the holding sleeve with locking device (p/n 03.010.112 lot 6374125) was received showing no visible defects or deformities along the instrument and its components. No breakage or fractures were identified with the returned components of the device. Functional inspection: functional testing showed that the collet (03.010.112.1) is jammed/stuck when in the release position. It was difficult to position the collet back to the lock position after releasing it. It was also difficult to unthread/thread the coupling sleeve (03.010.112.3) from/to the guide shaft (03.010.112.2). Dimensional inspection: dimensional inspection was not conducted as no visual defects or deformities were observed on any components of the instrument. The collet was not deformed or had any contribution to the functional issues identified. The functional difficulties encountered are likely due to lack of lubrication between moving parts and from consistent use over the part¿s lifetime and/or the components involved in the mechanism are worn out. As the device is over 9 years old, the cause of the functional issues are likely due to post manufacturing causes. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of broken is unconfirmed for the holding sleeve with locking device (p/n 03.010.112 lot 6374125) as no breakage or fractures were identified with the returned components of the device. Functional testing showed that the collet (03.010.112.1) is jammed/stuck when in the release position. It was difficult to position the collet back to the lock position after releasing it. It was also difficult to unthread/thread the coupling sleeve (03.010.112.3) from/to the guide shaft (03.010.112.2). No definitive root cause could be determined. The functional difficulties encountered are likely due to lack of lubrication between moving parts and from consistent use over the part¿s lifetime and/or the components involved in the mechanism are worn out. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection the holding sleeve with locking device was broken. There was no known patient or hospital involvement. This report is for one (1) holding sleeve with locking device. This is report 1 of 1 for (B)(4).